Event description:
Customer was admitted as an inpatient for medical treatment. Troubleshooting was performed and pump programming appeared to be functioning normally, but it appeared that programmed basal rates were too high.